Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® k2e 5.4mg plus blood collection tubes pressure is insufficient and the amount of blood drawn by inserting the blood collection needle is little. The following information was provided by the initial reporter: the negative pressure of the blood collection tube is insufficient, and some blood collection tubes have no negative pressure, and the amount of blood drawn by inserting the blood collection needle is little or no.